Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being off/being unable to adjust was determined to be user error. The issue was resolved by calling patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported since surgery they have never been able to get this thing to work. The patient stated on call that stimulation was off and stated that they thought they felt something one night and stated they do not recall turning stimulation off. The patient clarified that the issue is that they have never gotten it to work. The patient stated they don't know if they have been getting therapy relief and stated that they don't know when stimulation turned off. The patient was on program 4 on call and increased stimulation to 1.6 volts. The patient confirmed could feel stimulation comfortably in bike seat area. The patient reported one night they think stimulation was really strong and stated they wanted to turn stimulation down, but could not. The patient stated they may have turned off stimulation and didn't realize it when trying to get this thing to work. The patient clarified they don't think therapy has been off since date of implant. The patient was difficult to follow throughout call. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.